Event description:
The user facility reported that the device lock strap detached during application of the zip to a patient. Zip was replaced with a different zip device. There was no patient impact, no delay, and no adverse consequences.